Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of band failed to deploy. Block e initial reporter facility name: the people's hospital of dali bai autonomous prefecture.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a ligation for hemostasis procedure performed on (B)(6) 2025. During the procedure, the physician reported the band failed to deploy when installed for treatment. The procedure was completed with another speedband superview super 7. There were no patient complications as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h2: additional information: block b5 (describe event or problem) have been updated based on the additional information received on june 19, 2025. Block h6: device code a050501 is being used to capture the reportable event of band failed to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a ligation for hemostasis procedure performed on (B)(6) 2025. During the procedure, the physician reported the band failed to deploy when installed for treatment. The procedure was completed with another speedband superview super 7. There were no patient complications as a result of this event. Additional information received on june 19, 2025. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus and it was noted that there was no difficulty experienced upon setting up the device.